Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (cable pulled) has been confirmed. Upon eval, the cable connecting the distribution node (dn) and rear therapy electrode (te) was pulled from the distribution node. The root cause of the detached cable cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the detached cable. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report that one of the pt's electrode belt cables were pulled. The pt was provided with a replacement electrode belt.